Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was to get device registration information. The caller indicated that the medical records show that the patient had the scs system replaced with a nevro senza. The reason for the replacement said that the scs ins malfunctioned. The note also included information that the patient had leads placed at the t8-9 level and was not getting much benefit from the scs therapy so the patient was curious about using a nevro system. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed registration information.